Event description:
On (B)(6) 2016, the reporting account returned six brevi-stf catheters and one 15g rk needle to epimed for an investigation. The devices were originally investigated in combination with three previously returned brevi-stf catheters that were returned from the same account a few days earlier on (B)(6) 2016. There were a total of 9 catheters and one needle investigated all within epimed complaint (B)(4). However, on may 26, 2016, through july 12, 2016, epimed underwent an FDA inspection. At which time, FDA investigator, (B)(6), observed (observation #1) that complaint (B)(4) had multiple reported incidents filed within one complaint. Therefore, epimed has opened separate complaint files to document each event/device. The original complaint (B)(4), will remain an active complaint number, due to an MDR (1316297-2016-00001) being associated to the original complaint number. The complaint was originally reported as poor catheter quality, causing the catheters to skive/shear. However, on april 11, 2016, epimed received an email from spectra medical (epimed's rk needle supplier) stating that a total of 4 lots of rk needles (referenced below) were not processed in accordance to epimed's specifications: epimed lot #2801501 (qty. 487) / spectra lot #gc091702 - sterile: ref 100-1415, 12157181; epimed lot #3161501 (qty. 700) / spectra lot #gc101897 - sterile: ref 100-1415, 12157325; epimed lot #3211503 (qty. 887) / spectra lot #gc101871 - sterile: ref 100-1415, 12157445; epimed lot #0601603 (qty. 937) / spectra lot #gc101897 - quarantined at epimed's (B)(4) facility. Per epimed's investigation, there was no manufacturing related fault found with the 6 brevi-stf catheters returned to epimed on march 9, 2016. However, since the closure of the original complaint (B)(4), which occurred on (B)(6) 2016, epimed discovered that their 15g rk needles were not properly processed at the supplier's facility. Therefore, epimed opened recall 1316297-04/20/16-001-r on the 15g rk needles. The recall number is 1316297-042016-001-r and was opened on april 20, 2016, and was later closed on may 9, 2016. The recall involved three different sterile lot numbers (12157181, 12157325, & 12157445), one of which was the lot number of 15g rk needles (100-1415, lot # 12157181) that were sent to the account in question. The recall has since been closed and all of the effected 15g rk needles have been returned to epimed and destroyed. Lastly, per epimed's most recent complaint report ((B)(4)), epimed has determined that it is necessary to retrospectively file this report. This determination was due to the fact that this event occurred separately from the first reported event which occurred on (B)(6) 2016, and was related to a manufacturing defect in the corresponding 15g rk needle. Epimed is unaware which catheter(s) were used with the needle in question; therefore, an MDR will be filed for each catheter that was returned which was discovered to be missing (fep) outer coating.